Event description:
A mayfield skull clamp was reported to be involved in a pt incident; laceration. Further info has been requested.

Manufacturer narrative:
Integra has completed their investigation on (B)(4) 2013. The investigation included: eval of actual device. Review of service history records. Results: the complaint related device was evaluated; no issues observed. The unit passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused slippage, rocker arm pins were sent in with unit and no defects were noted; unit needs heli-coils added to large starburst threads. General maintenance and cleaning required. Repair was due to lock having rotational movement and a residue build up is present service history review: the returned device was manufactured in 2009 with no prior service history. No manufacturing or design related trend has been identified. Conclusions: in summary we were unable to confirm or duplicate end users experience. The returned device passed all specific functional testing requirements. General maintenance required as the returned device was manufactured in 2009 with no prior device history. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes. Further info has been requested. If additional info becomes available a supplemental report will be submitted.